Event description:
It was reported via repair work order that the left head side rail was stuck down due to damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the left head side rail was stuck down due to damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part on order will be repaired once part comes in.

Manufacturer narrative:
It was initially reported that the left head side rail was stuck down due to damaged timing link. Follow-up submitted as further investigation determined the siderail was stuck in the up position. This would result in annoyance since the siderail would not move; however, it is not likely to harm the patient as the siderail was still able to lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.